Event description:
Pt was treated by paramedics for hypoglycemia. Pt has experienced hypoglycemia, not requiring intervention, on both of the insulin pumps. Suspect device was being worn at the time. Device passed all technical inspections.